Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification that patient, initial left knee implanted on (B)(6) 2013, with an optetrak logic psc polyethylene tibial insert, underwent a revision surgery on (B)(6) 2022, approximately 3 years 11 months post the initial procedure to remove the failed polyethylene liner. Upon information and belief, the plaintiff¿s left knee revision surgery was due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device. As a direct, proximate, and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of polyethylene wear of the tibial insert. The extent and root cause of the prosthesis wear cannot be determined as the device(s) were not available for evaluation and images of the explanted device(s)/pre-revision radiographs were not provided.